Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of olympus view dental that a silent nite appliance experienced breakage. The patient was reported as a 48-year-old female with a medical history of bruxism. Oral hygiene was reported as excellent. The appliance was delivered on (B)(6) 2025. The patient discontinued use of the device. Reportedly, the patient followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported. The appliance was replaced.